Manufacturer narrative:
Note: this case is linked to case (B)(4) recorded for vidas sars cov-2 igm results. This report was initially submitted following notification from a customer in (B)(6)regarding a false positive result while testing a patient strain using the vidas® sars-cov-2 igg (9cog) 60t (ref. 423834, lot 1008197210, expiry date = 08-jul-2021) and vidas® sars-cov-2 igm (9com) 60t (ref. 423833, lot 1008184830). The investigation summary is for the vidas® sars cov-2 igm results. The customer¿s sample was not available for the investigation. The complaints laboratory performed a control chart analysis on four (4) internal samples with seven (7) vidas® sars cov-2 igm batches including the lot mentioned by customer (1008184830 / 210702-0). All samples complied with the expectations and vidas® sars cov-2 igm batch 1008184830 / 210702-0 was in the trend compared to the other lots. The lab also tested negative samples collected before the pandemic with the customer¿s lot, and all results were in accordance with the expected interpretation. The lab did not reproduce the vidas® sars cov-2 igm positive result. Without any sample available for testing purpose, it is impossible to pursue further investigation and give an explanation regarding the vidas® sars cov-2 igm result. The positive result could be due to an interference such as, but not limited to, the presence of anti-nuclear antibody or rheumatoid factor. The package insert of vidas® sars cov-2 igm assay ref. 423833 states the following at section limitations of the method: - interference may be encountered with certain sera containing antibodies directed against reagent components. For this reason, assay results should be interpreted taking into consideration the patient's clinical history and the results of any other tests performed. Consequently, there is no reconsideration of the performance of vidas® sars cov-2 igm ref. 423833 lot 1008184830 / 210702-0.

Event description:
A customer in (B)(6) notified biomérieux of obtaining a false positive result while testing a patient strain using the vidas® sars-cov-2 igg (9cog) 60t (ref. 423834, lot 1008197210, expiry date = 08-jul-2021) and vidas® sars-cov-2 igm (9com) 60t (ref. 423833, lot 1008184830). Vidas results: igg (lot 210708-0/batch:1008197210): 1.44, positive, igm (lot 210702-0/batch:1008184830): 9.59, positive. Alternate method results (specific methods are unknown): immunochromatography: negative. Immunoassay performed at reference lab: igg: 0.74, negative (positive > 1.1), igm: 0.37, negative (positive >1.1). It is to be noted that the different methods do not target the same antibodies (either iga, igm, igg or total antibodies) and the same protein. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation has been initiated. Note: reference 423833 is not sold or distributed in the united states. However, u.s-only product reference, 423833-01, has the same formulation and physical properties as reference 423833.